Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: console logs from the reported day of the event are consistent with the complaint. The logs show multiple instances of the following communication-related error "algs suspended opm signal invalid, and "invalid bad snr sample mask". The first placement signal not reliable alarm (#1036) was recorded approximately five hours after the pump was connected, followed by repeated #1036 alarms throughout the case. Additionally, on 18 march 2024, a controller error opm comm crc invalid (#1045) alarm was observed. Lt and rt log data indicates that the unreliable placement signal persisted for most of the case with low snr, which led to placement signal not reliable alarms. In the subsequent case with pump sn (B)(6), the snr remained low for the entire duration as well. Device analysis: console ic2158 was not returned to fs for further investigation. Root cause: the root cause for the placement signal not reliable alarm was not determined since aic was not returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signal not reliable alarm appeared on the automated impella controller during patient support. The alarm was disabled and support continued with the implanted impella cp pump. Care was eventually withdrawn, and the patient expired. The death is captured on the sister records of this record.